Manufacturer narrative:
Complaint details: the customer reported that their multigas unit stopped displaying co2 readings without an error while in patient use. No known harm or injury occurred. They will be sending this unit in for an exchange. Investigation summary: the root cause could not be determined without device inspection, but is could be related to component failure: sensor needed replacement. Sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months; if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition; water trap should be replaced every 4 weeks or as indicated on the device; ensuring the environment is optimal as described in the operator's manual.

Event description:
The customer reported that their multigas unit stopped displaying co2 readings without an error while in patient use. No known harm or injury occurred. They will be sending this unit in for an exchange.